Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.